Event description:
A male patient contacted lifecor customer support to report that when he places the battery into the monitor, the tactile alarm works, but the screen remains blank. He reported that he was not getting any audible alarms. Support sent the patient a replacement monitor. Patient sent back entire system along with the new monitor. He reported that the new monitor would not start.

Manufacturer narrative:
Device MFR dates: monitor 2006. Battery packs 2006; battery charger 2006. Device evaluation summary: device evaluations of monitors, battery packs and battery charger have been completed. The reported problem was confirmed. The cause of the reported problem was a defective processor supervisory ic (u29) on the computer/analog pca within the monitor. A u29 monitors the power supply and control the battery function. The root cause of the u29 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. Among other functions, u3 is used to communicate between the monitor and the battery. The root cause of the u3 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. Battery packs and battery charger passed all functional tests. They were all returned to stock. No adverse event resulted from the u29 or u3 failure. The patient received a replacement system.